Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of foreign material within the kit was confirmed, but the source of the material could not be verified due to the condition of the sample. One csr wrap was returned for investigation. It appeared that the wrap had been opened and refolded. No other packaging or components from the kit were returned for investigation. Within the csr wrap, what appeared to be a reddish brown arthropod was found. The insect was approximately 2mm in length and 1mm wide. Since the kit had been opened, the contents removed, and the wrap was refolded, it could not be verified that the insect was included during the packaging process. While contamination during the packaging process is a potential contributing factor, there was insufficient evidence from a review of the sample and manufacturing records to verify a specific root cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the concern is a foreign substance found the kit." Add info rcvd 04/07/2021 - a detailed description of the event: foreign substance (bug) packaged in kit lying dead in tray. Was the bard product used on a patient?: packaged opened then pulled when bug found. Pt reprepped with new kit. Was there patient harm reported?: no.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey2987 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reey2987) have been reported from the same facility.

Event description:
It was reported "the concern is a foreign substance found the kit." Add info rcvd (B)(6) 2021 a detailed description of the event: foreign substance (bug) packaged in kit lying dead in tray. Was the bard product used on a patient?: packaged opened then pulled when bug found. Pt reprepped with new kit was there patient harm reported? No.